Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had the implanted pump with the catheter cut and was not receiving any intrathecal therapy. It was noted that at that time, the patient was post-operative from a ¿major neurological reconstructive spinal surgery¿ (as previously reported).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l56463, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the patient underwent a spinal fusion last week and the catheter was accidentally cut. The patient previously had a morphine 50mg/ml solution in the pump, but had been weaned off. There were no patient symptoms and the patient status at the time of the report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.